Event description:
A customer reported obtaining unexpected negative reactions on galileo echo instrument (B)(4).

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files which showed that the customer received a negative result for all three cells. Cell 3 appeared to have some red cell adherence in the back ground. Repeat testing of the sample with the same vials of reagents resulted as positive (3+) reaction for cell 3. The well appeared to have some red cell adherence in the background for cell 3. The customer was made aware of technical communication cc-09-042-02 which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.